Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, once the right atrial lead was positioned a significant amount of noise was observed. It was also noted that there was difficulty getting the stylet to advance in the lead. The lead was removed and replaced. There were no consequences to the patient.